Event description:
A 6f angio-seal was selected for use. The next day following deployment, the patient developed severe redness over the entire body and diffuse itching. The symptoms improved with a steroid taper, but residual symptoms still existed as of one month post-deployment. The device remained implanted and the patient did not require additional hospitalization.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established in patients that have known allergies to beef products, collagen, and or collagen products, or polyglycolic or polylactic acid polymers. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected.